Event description:
During an in-clinic follow-up, low pacing impedance was observed on both the right ventricular (rv) and right atrial (ra) leads. Abbott technical support was contacted, however, the cause of the observed impedance anomaly was unable to be determined. The following day when the device was reinterrogated, all impedance measurements were normal. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.